Event description:
The account found that the scale had an error 2 and it could not be calibrated, due to corrosion/fluid ingress on the scale board.

Manufacturer narrative:
The account replaced the scale board to repair the bed.